Manufacturer narrative:
(B)(4). The previously reported medwatch, 0001822565-2016-04692-1, was reported in error and should be disregarded as the component is reportable based on information received. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Item # 00801803201/ femoral head sterile / lot # 62178297. Item # 00620205622/ shell porous /lot # 62136137. Item# 00631005632/ liner/ lot# 62156742. Part # 00625006530/ bone screw/ lot # 62163451. Multiple MDR reports were filed for this event, please see associated report: 0002648920 -2016 -04385.

Event description:
It was reported that patient underwent right hip revision 4 years post implantation due to elevated metal ion levels, altr, loss of range of motion, pain, scar tissue, tissue damage, and in vivo-corrosion. Head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of medical records. Review of available records identified a revision surgery occurred. MRI exam revealed adverse local tissue reaction. During the procedure, there was cloudy yellow fluid in the joint space, and scar tissue was observed between the medius and tensor fascia lata. There was a large amount of fibrous nonviable debris. Corrosion at the head-trunnion junction was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient revised due to alval, metalosis and corrosion.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.